Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission showed that the implantable cardiac monitor (icm) had a false pause episode which was due to the icm exhibiting under-sensing due to the patient's sleeping position. No intervention was performed. The patient was stable.